Manufacturer narrative:
Updated result and conclusion code information. The root cause was determined to be a defective touch screen. The machine was repaired and sent back to customer.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The log files revealed nothing suspicious. The device was returned but the problem was not reproducible. The display unit was exchanged.

Event description:
The customer reported that the touch screen of this machine was not responding on user inputs for several minutes during a clinical trial. There was no liquid residue visible on the screen and the ventilation was still working well. The machine was disconnected from the patient because of this issue. No patient injury was reported.